Event description:
The event involved a cogent hemodynamic monitoring system where the customer reported that the unit shut down unexpectedly during the early morning hours of (B)(6) 2024. Took some effort to restart the device and then getting bad readings when turned back on. There was a patient involved but no patient harm reported.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Manufacturer narrative:
D9 - date returned to mfg on 5/11/2024. The reported complaint of unit shut down and no readings was not confirmed on the returned device. No visual anomalies were observed on the returned device. The device still passed all the functional tests.